Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many procedures/patients were affected by this issue? How many devices demonstrated the alleged deficiency on each involved patient event? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device vcp9989h; zabcppa0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Patients on elective c-section list. During 1st case surgeon pulled the needle from the suture when suturing up uterus. This happened again during the second case. The scrub nurse checked another suture from the same lot and it separated as well when tugged. No adverse patient consequences were reported. Additional information was requested.